Manufacturer narrative:
One used list# mc33368, 6" bifuse ext set w/microclave¿ clear, 2 clamps, rotating luer was provided by the customer for complaint investigation. As received, one side of the device's port had dislocated tubing. There were some unknown solution residuals present as well. No other physical damage or anomalies were observed. The other port tubing was tested and passed, and the dimensions of the tubing and the bond pocket were measured and passed. Sufficient solvent observed on the tubing. The customer complaint of the tubing popped out of the y junction is confirmed. However, the probable causse in unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d8 - was device serviced by third party? And d10 concomitant product. D9 - date returned to mfg: 07jan2025. Updated information can be found in h6 component codes.

Manufacturer narrative:
Additional initial reporter email: (B)(6). Initial reporter report came to ICU medical through: the stevens company limited. (B)(6). The device was not returned for evaluation. Upon receiving the device, it will be investigated and a supplemental MDR submitted.

Event description:
An event involving a 6" bifuse ext set w/microclave¿ clear, 2 clamps, rotating luer experienced disconnection. As per report, the brand new y connector with blood port was added to IV line. When blood port side of y connector was unclamped the tubing popped out of the y junction opening the line and causing blood to backup in piv line. Piv immediately clamped before patient lost any blood, y connector removed from pre-existing lines and lines dead ended with sterile cap. Medication administration was delayed due to need to make new medline and prime new y connector. There was patient involvement, no human harm and there was delay in therapy.